Event description:
My wife has a dexcom g7 continuous glucose monitor for her type 1 diabetes management. She's been using this model for a few years after upgrading from the g6. Unfortunately, there are consistent device malfunctions that put her at significantly risk for hypoglycemia and diabetic ketoacidosis. Most recently on (B)(6) 2025, her dexcom g7 stopped working overnight while she was sleeping and resulted in a severe instance of hypoglycemia after and hours long prolonged low blood sugar. We luckily avoided calling paramedics - she was able to use a manual blood sugar test and correct by taking glucose orally. We have a newborn baby, and my wife relies on the dexcom to allow her to safely nurse and care for our son. On every single shipment of dexcom devices, my wife has at least one that does not work, and she has to get replaced by the company. On a business trip in (B)(6) 2024 last year, my wife brought two dexcom g7s with her and both malfunctioned - she was on her second trimester and luckily, we have a healthy baby, but it was very scary to be without her monitor for several days. She had to cut her trip short, as dexcom could not provide her a quick replacement. I would be happy to speak with someone at FDA in more detail and we could provide documentation for the number of replacements devices my wife has needed in the past few years. Dexcom will argue that it is user error, but I can assure you that there is something seriously wrong with their manufacturing processes and quality control. Dexcom had a marked shift in its product quality along the way. The g7 is much less reliable than older models and is prone to failure. We are getting desperate because we cannot depend on the dexcom to provide consistent and reliable blood sugar reading. Ref report: mw5170031.